Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the avaulta plus¿ biosynthetic support system may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, rejection of biologic materials, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment. Per additional information received, the patient has experienced dysuria, difficulty urinating, lower abdominal pain, hematuria, tiny non-obstructing right renal calculi, pelvic pain, minimal bilateral hydronephrosis, recurrent urinary tract infections with multiple organisms requiring intravenous antibiotics, acute/chronic cystitis, up to six times a night to urinate (nocturia), itching, dark colored urine, suprapubic pain, back pain, distended bladder, polyuria, pressure with urination, abdominal bloating, vaginal pain, frequency, urgency, interstitial cystitis, vaginal itching, does not have good size and strength to her urinary stream, abnormal sensation when needing to urinate, severely tender urethra, cystocele midline, rectocele, nephrolithiasis, urge incontinence, postmenopausal atrophic vaginitis, urethral stricture, mixed incontinence, frequency of micturition, and mesh erosion to the posterior floor. She has required multiple non-surgical interventions. It should be noted she underwent a preoperative clearance for a proposed vaginal mesh procedure on (B)(6) 2019, however, records related to this procedure were not provided.